Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event can be confirmed. Journal article reports that 4 patients who experienced an intraoperative nondisplaced femoral fracture during bone preparation. All 4 had underlying developmental hip dysplasia. The fractures were secured with cables and there were no additional complications in these patients noted. A definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4): a2: the study population had a mean age of 49.4 years at time of surgery. D6a. Implant date: between (B)(6) 2007 and (B)(6) 2018. G2. Report source: canada. ''Literature: the wagner cone stem for atypical femoral anatomy in total hip arthroplasty. B. Kayani, michael e. Neufeld, m. Bautista, l. C. Howard, m. Abdelmalek, n. V. Greidanus, b. A. Masri, d. S. Garbuz. The journal of bone and joint surgery. Pages (1-19).2024. Http://dx.doi.org/10.2106/jbjs.23.00849.'' The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
On 17 mar 2025, a journal article was retrieved from the journal of bone and joint surgery, inc. 2024 that reported a study from canada. The purpose of the study was to determine the implant survivorship, patient satisfaction, functional outcomes, osseointegration as seen radiographically, implant subsidence, and complications of tha using the wagner cone prosthesis stem at intermediate-term follow-up. The retrospective study reviewed 302 patients who underwent a total of 320 primary thas using the wagner cone prosthesis between july 2007-february 2018. The indication for surgery was proximal femoral deformities, including developmental hip dysplasia and legg-calve-perthes disease. The study population had a mean age of 49.4 years at time of surgery (range 18.8-85.6); (number of males/females). Follow-up was conducted postoperatively at 6 weeks, 1 year, and the time of final follow-up with a mean length of follow-up for 10.1 years (range 5.2-15.5). It was reported that 4 patients experienced an intraoperative nondisplaced femoral fracture during bone preparation. All 4 had underlying developmental hip dysplasia. The fractures were secured with cables and there were no additional complications in these patients noted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA: 07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.